Event description:
On (B)(6) 2011 customer reported they were getting suppressed quality control (qc) results on the cartridge chemistry (cc) system of the lx20 pro instrument. Customer stated that the cc reagent probes were dripping. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and replaced the a/b valve, t valve, reagent syringe, and cc probe due to a partial clog. The repair was verified per established procedures and no further problems have been reported by the customer.

Manufacturer narrative:
(B)(4).